Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a pericardial effusion. When first putting the catheter and wire into the left atrium the wire was accidently placed in the left atrial appendage before being moved to the left superior pulmonary vein (lspv). A few applications were applied before it was noted that the patient's blood pressure dropped. When the intracardiac echocardiography (ice) was consulted an effusion was identified. The procedure was cancelled and pericardiocentesis was performed. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.